Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing

Event description:
Hamilton medical ag received the following event description: the device alarmed with invalid serial number and panel connection lost after start-up. No patient involvement.

Manufacturer narrative:
Follow-up: device evaluation. Updated fields: b4, d9, g3, g6, h6, h11. Hamilton medical ag received the log files of the device for analysis. Based on the analysis of the log files, the device recorded panel connection lost alarm as described by the customer. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. However, the event occurred after start-up and no patient was involved. During troubleshooting, the service technician identified the root cause of the malfunction as a defective vup esm and a faulty cable connection between the vu and ip. Consequently, the defective components were replaced. After the replacement, the device worked as intended.